Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('horrendous pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placing one of the coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required) and migraine ("migraines aggravted"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the procedural pain and migraine outcome was unknown. The reporter considered migraine and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: pfs received. Horrendous pain serious criteria was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.